Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four opened devices by the account and eighty two sealed samples.. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the opened devices noted the instruments were partially applied. The tab at the proximal end of the instruments was broken. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. However, it is noted that the instructions for use do not establish guidelines to remove the unit from the package. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. This condition has been brought to the attention of the appropriate personnel. A product improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the staplers are opened for closing the skin wound in orthopedic surgery. It is found that the firing handle is broken when surgeon squeezing the stapler. No patient injured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: user also requests to exchange the whole lot of 35w they recently purchased, total of 82ea. When was the problem noticed: during procedure; patient involvement: yes. Patient injury: no. (B)(6). Sex: male. What is the current condition of patient: stable. Medical intervention required: no. Was surgery time extended by 30 mins or more: no. Was product tested prior to use? Yes.